Event description:
It was reported that the patient presented to an implant procedure. During the procedure, an attempt to release the atrial leadless pacemaker was unsuccessful after fixation. It couldn't be re-docked with the catheter afterwards, so the whole system was retrieved. Upon retrieval of the device from the patient's body, it was noted that the helix had sprung. The atrial device was not used, and only a ventricular device remained implanted. The patient was stable.

Manufacturer narrative:
Reported events of separation failure and connection problem were not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.